Manufacturer narrative:
Based on the current information provided, the cause of the intra-operative complication cannot be determined. Intuitive surgical, inc. (Isi) has not received the product for evaluation. Per a review of the site's system logs for the reported procedure date, no related system errors occurred during the surgical procedure that would have likely caused or contributed to the reported complaint.

Event description:
It was reported that during a da vinci-assisted pulmonary lobectomy procedure, the patient began to bleed. The surgeon placed the jaws of the stapler 30 curved-tip instrument loaded with a white stapler 30 curved-tip reload around the superior segmental pulmonary artery (a6), and bleeding occurred just before the stapler clamped onto the vessel. After clamping and firing, it was difficult to stop the bleeding, and the decision was made to convert to thoracotomy. During the transition to open, the bleeding was controlled by compressing the area with the left upper lobe of the lung. Based on the results of the surgical video review, the surgeon believes that the following factors led to the injury of the a6 vessel and the subsequent bleed: some tension was applied to the a6 vessel when it was processed, and the inner, reload-side of the stapler's jaw caught a little on the back side of the a6 vessel when passing the stapler through. No malfunction of the stapler occurred. The approximate amount of blood loss was 1000cc, and since it was sufficiently controlled, the staff do not believe the incident will negatively affect the patient. The cool conversion was done quickly; however, blood transfusions were administered. At the time of the event, the pulmonary vein and pulmonary artery had already been treated, and after the conversion, the bronchial dissection was successfully completed, without issues. The hospital had no additional response, and the patient was safely discharged from the hospital on the second postoperative day.